Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload had a full complement of staples. The proximal end of the adapter was fractured. Pmv functional testing could not be performed due to the damage to the adapter. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter during a lap vats lobectomy procedure, the device did not fire. Another device was used to resolve the issue. No reinforcement material was used. No patient adverse events were reported. Patient status is alive with no injury.